Event description:
It was reported that during an arthroscopy procedure, when the coagulation button of the werewolf flow 90 coblation wand was pressed, a message saying that "multiple buttons or foot controls have been pressed simultaneously¿ was displayed on the screen. The ablate function activated although the ablation button was not pressed. The procedure was completed with three minutes delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.